Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. During the inspection of the returned device, cleaning brushes and additional instruments were inserted in the channel and no foreign material was found. In addition, the angle wires were stretched causing the angle to be insufficient, the insertion tube was slightly wrinkled and up and down angulation was slightly heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was foreign material inside the channel tube of the evis lucera colonovideoscope. According to the field service engineer (fse), this device is an asset loaner device. When the customer received the subject scope, the customer conducted reprocessing first before an unknown procedure, and the oily substance was found. The customer attempted to brush out the channel after an extended period, the debris still remained. There were no reports of patient harm associated with this event.

Event description:
The hospital was cleaning the scope after receiving the device from olympus. There was no intended procedure occurring after the cleaning.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information from the reporter. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause of the event could not be identified. Based on the results of the investigation, it is likely the reprocessing of the device prior to the arrival at the customer¿s site was insufficient or the brush the customer was using already had foreign material adhered to it. Olympus will continue to monitor the field performance of this device.